Event description:
A cranial biopsy was performed on (B)(6) 2014 with the aid of the brainlab navigation device. During the procedure, the surgeon: performed a registration to match the virtual display of preoperative scans to the current pt anatomy; verified the accuracy of the registration and after multiple attempts, accepted the registration; performed a biopsy and sent the obtained tissue samples to pathology. The result from pathology stated that the biopsy sample was determined to be normal brain tissue, not the intended tumor tissue. According to the hosp there have been no negative clinical effects for this specific pt due to this issue (inadvertently taken tissue samples from healthy brain tissue). Fourteen days later (on (B)(6) 2014), the pt had another surgery with the aid of brainlab navigation, to remove the tumor. According to the hosp, there were no issue or problems detected during this surgery. Nine days after the second surgery (on (B)(6) 2014), the pt died. According to the info provided by the hosp and the current results of investigation the death of this pt is not related to the use of brainlab navigation.

Manufacturer narrative:
Although according to the hosp there are no negative clinical effects for this pt due to this issue, a risk to the pt's health could not be excluded for these specific circumstances, since apparently the biopsy was taken in another region of the brain than intended, with the brainlab device involved. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a f/u report to the FDA upon completion of investigation.